Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that the pipe cleaner tip from the cleaning brush got stuck in the biopsy channel during reprocessing. It is likely the tip broke due to a deteriorated/kinked cleaning brush, however, the cause for the brush remaining in the channel could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the cleaning brush tip was stuck in the suction channel of the evis exera iii gastrointestinal videoscope and the device was not decontaminated. The issue was found during reprocessing. The device was returned and an inspection revealed, the cleaning brush was stuck inside the biopsy channel. This report is being submitted to capture the reportable malfunction found during evaluation. There was no patient involvement.

Manufacturer narrative:
A device evaluation confirmed the customer allegation. During incoming inspection, leakage was found between control body and scope connector cover (s-cover). The suction cylinder was discolored. The biopsy channel was damaged. The bending tube was deformed. Angulation was out of standard value. The plug unit and distal end cover had scratches. The switch number one (1) was worn. Charge coupled device lens was cracked. Light guide lens was cracked. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is received.